Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the tubing was noted to be very white and patient received alert that need to change the syringe, but the syringe was found to be full of medication and patient experienced uncontrollable spasms, dyskinesia and vomiting and was admitted to hospital by ambulance on (B)(6) 2026.